Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was receiving morphine via an implantable pump for non -malignant pain and post lumbar laminectomy syndrome. It was reported that the patient had a c-scan of the brain on (B)(6) 2021 and an MRI on (B)(6) 2021 and the caller was thinking that since the MRI, the pump either had not been turned back on or it was not turned up to the correct dosage. There was no pump alarm but since the MRI the patient had experienced pain in their back and ribs.